Event description:
It was reported that the patient presented for a generator change. During the procedure, it was noted that the new pacemaker had loss of capture while the pocket was irrigated. It was found that the header was gathering fluids. The pacemaker was not used and was replaced during procedure on (B)(6) 2022. The patient was stable.